Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿bad fit with connector". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the customer used 18fr silicone foley catheter bout 5 years but never had issue, but now it was leaking. Also, customer stated that urologist placed 15cc of fluid in the balloon and customer wanted to know if that would cause issues. Discussed with customer regarding correct fluid amount for balloon sizes and advised that the patient to consult physician for evaluation and noted over or underfilling would cause off sided balloon issues. Customer also stated that foley was not moving and believed it was seated well.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer using the 18 french silicone foley catheter since 5 years but never had issue currently the catheter was leaking. Also the customer stated the urologist placed 15 cc of fluid in the balloon and wanted to know the cause. It was discussed with the customer regarding the correct fluid amount for balloon sizes and advised that the patient to consult physician for evaluation and noted over or under filling would be the cause of balloon issues. The customer also stated that the foley was not moving and believed it was seated well.